Manufacturer narrative:
(B)(4). Date sent: 5/8/2023. D4: batch # unk. How close to the pylorus was the first firing? 6-7 cm. A manufacturing record evaluation was performed for the finished ech60l with lot/batch number x96h58, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure that on the first firing when the dr clamped down on the gastric tissue with a green reload the anvil bent. Device was articulated at the time of firing. Staple line was complete and formed properly and the cut line was clean. Another similar device was used to continue the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4: batch # 119c51. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and with a gst60g reload present. Also, the proximal nozzle had a dent in the fin and separation of soft-touch material on the distal edge of the nozzle. Indent near the bailout door on the shroud was noted no functional test was performed due to the condition. No conclusion could be reached as to what may have caused the nozzle and shroud to be damaged. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 119c51, and no non-conformances were identified.